Manufacturer narrative:
Concomitant products: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID neu_tlock_anchor, serial # unknown, product type accessory; product ID 3550-39, serial # unknown, product type accessory; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the stimulation lead ((B)(4)) found broken conductors at the distal end. The conductors in question were #0 and #1 on electrode #2. The conductors were not returned as they were not recovered. Analysis of the stimulation lead ((B)(4)) found the body to be cut and the product segmented. Analysis of the implantable pulse generator ((B)(4)) found the battery to have reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lost a significant amount of weight and the implantable neurostimulator (ins) was bothering her and moved around in the pocket. The lead was irritating the nerve root in the cervical region. The patient also hadn¿t recharged her ins in years and thus wasn¿t using the system and decided to have it explanted and not replaced. The surgeon removed the octad lead from the cervical region and upon removal counted the electrodes and found there were only six versus eight. The area was inspected and the remaining two electrodes were left in the original area. The surgeon decided that it would be safer for the patient to leave them in place. The other octad lead was removed and all eight electrodes were accounted for. The anchors and the ins were also removed. The patient did excellent after surgery and was discharged home the same day.